Manufacturer narrative:
Findings: unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners, battery tube threads and case at reservoir tube window corners. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 45 mg/dl. The customer stated that she got low blood yesterday. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated that there is crack on the reservoir compartment at the bottom and reservoir compartment window. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.